Event description:
It was reported that the pump in this inflatable penile prosthesis (ipp) was not performing as expected due to the tubing came loose between the cylinders and reservoir. The device did not inflate. The device remains implanted. A revision procedure is scheduled. There were no patient complications reported.